Event description:
The customer reported that the device, 97.10015, 3.4mm x 130mm suture hook, straight, was being used during an unknown procedure on (B)(6) 2024 when it was reported, ¿it was reported that the tip of suture hook was broken during the surgery. No fragments remained into the patient's body¿. There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questioning found that it is likely the fragmentation fell into the patient and was retrieved. The procedure was reported as having been completed as planned using an alternative unknown device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 21 complaints, regarding 21 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). Per the instructions for use, the user is advised the following: if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do not exceed five (5) procedures per limited reuse suture hook. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 97.10015, 3.4mm x 130mm suture hook, straight, was being used during an unknown procedure on (B)(6) 2024 when it was reported, ¿it was reported that the tip of suture hook was broken during the surgery. No fragments remained into the patient's body.¿. There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questioning found that it is likely the fragmentation fell into the patient and was retrieved. The procedure was reported as having been completed as planned using an alternative unknown device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.